Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. Evaluation summary it was caused due to the malfunction on the power supply unit. Replaced parts in this complaint are as follow. Power supply unit due to malfunction. This report is being filed as part of the pentax backlog management plan.

Event description:
The lamp did not light and error code 03-4000 (main lamp lighting failure) occurred. This event occurred at the time of before use. There was no report of patient harm.